Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. Inspection and testing confirmed the reported event. The front panel was working abnormally due to a defective receptacle unit. In addition, service found the image flickered with movement of the scope due to the defective receptacle unit, the main switch was broken, and rust was found on the top cover, chassis, rear panel, and mainboard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the front panel of the subject device did not work properly when the video processor was started, prior to a diagnostic upper gastrointestinal procedure. The intended procedure was reportedly completed. No additional information was provided. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 7 years since the subject device was manufactured. Based on the results of the investigation, the likely cause of the reported event is due to long-term usage. Olympus will continue to monitor field performance for this device.